Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The complaint involved a 41 cm (16") pur bifuse clear/yellow add-on set w/microclave®, dry spike adapter, 10 units. A leak at the junction between the blue injection site and the y of the opaque tubing was reported that caused a delay in patient care. A new bag needed to be prepared with a similar (dry spike adapter) device that was provided by another laboratory. There was no report of human harm as a result of this complaint/event.